Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an patient was associated with an inability to increase stimulation intensity and the patient reported having had a few falls. An impedance check was performed and identified high impedance on lead electrodes 8¿15 for all electrodes except 13, with recorded values of 8: 21910, 9: 31710, 10: 31710, 11: 31910, 12: 31600, 13: 1950, 14: 31710, and 15: 31910. Reprogramming was performed by removing programming from electrodes 8¿15 and moving programming to electrodes 0¿7, after which the issue with increasing stimulation intensity was reported as resolved. A lead revision was under consideration depending on symptom control with the new programming. The patient was reported to be alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.